Manufacturer narrative:
Method - MFR review of patient x-rays, results - assessment of x-rays noted lead inside of positive electrode coil, conclusions - device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a system diagnostics test was performed on a patient's vns therapy system, and the results showed that "impedance was excessive", indicating a possible lead malfunction. Patient x-rays were subsequently assessed by MFR, and it was noted on the x-rays that the lead appears to be inside of the coil of the positive electrode. Good faith attempts for further info are currently being made with the treating physician.